Event description:
Post stent deployment the wire was fixed and unable to be pulled out. While working to remove the tip of the wire, it separated from the main wire and renamed in the proximal circuit. A stent was placed over the wire to trap it against the wall of the vessel.